Event description:
The pt had an ICD generator change as it had reached end-of-life indicators. The leads were not changed at this time. In early 2000, the pt received an ICD shock 2 days in a row. Diagnostic data revealed interference on the lead which was interpreted as ventricular interference, with 573 episodes of nonsustained tachycardia in the previous 3 weeks.